Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the loctite assessment failed for the modified set screw and the cutter device could not be secured into the locking mechanism-failed cutter lock assessment. It was determined that the device was power-broken (run in load position)-failed safety assessment. During service/repair, it was determined that the lock pawls were worn, and the locking components were damaged, causing the device to run in the load position. It was determined that the issue was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was not working. It was reported that there was no patient involvement. During in-house engineering evaluation, it was observed that the device was power-broken (run in load position)-failed safety assessment. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.